Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It has been reported the backlight is dimming when in use.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16770.

Manufacturer narrative:
The previous follow up report missed below information: the device was not in clinical use. There was no report of patient/user harm. A philips remote service engineer (rse) confirmed with the customer biomed the unit was experiencing display issue. The biomed technician determined the cable between the user interface (ui) assembly and the power management (pm) pcba was loose. The issue was resolved by reseating the cables. The device was operational after repairs were completed; and the unit was returned to service.